Manufacturer narrative:
An event regarding crack/fracture involving a cutting edge handle was reported. The event was confirmed. A visual inspection of the device noted that the device was returned in used condition. The supplier noted, "the coupling adaptor attachment was broken off the body of the reamer handle. There were numerous areas of surface deformation observed throughout the complaint sample in the form of scratches and dents from general use. There was also a thick band of scratches around the push and twist etching." Medical records received and evaluation: not performed since no medical records were provided. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there have been no other events for the lot referenced. The investigation confirmed the reported event based on the supplier's analysis which indicated the reported event is attributed to wear.

Event description:
Reamer shaft broke by connection end while reaming acetabulum.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Reamer shaft broke by connection end while reaming acetabulum.